Event description:
Complainant alleged that the paramedics were attempting to monitor a pt (age and gender unk), but the unit would only work in lead 1. Leads 2 and 3 had excessive artifact. The paramedics tried changing the cable, but the artifact remained. There was no adverse effect on the pt.